Event description:
Subsequent to the initial medwatch report, the following additional information was received indicating: it was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose device with a 6f sheath after a diagnostic and interventional procedure. Reportedly, the starclose clip was deployed, but did not achieve hemostasis. Manual arterial compression and a non-abbott device were used to achieve hemostasis. The name of the physician was not provided; therefore, it is not known if the physician is trained in the use of the starclose device. No additional information was provided.

Event description:
User facility medwatch number (B)(4). Event desc: when the physician deployed the closure device it failed, manual pressure held by tech for 15 minutes. Bleeding continued from closure site. Applied femstop device; hemostasis accomplished. What was the original intended procedure? Left heart cath. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). Patient weight - exact weight reported was (B)(6). The device was reported to be not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.